Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Supernova clinical study it was reported that stent fracture occurred. In (B)(6) 2013, the patient's rutherford assessment was category 3 and was treated the following day. The target lesion located in the left distal superficial femoral artery (sfa) including proximal popliteal artery (ppa) had 100% stenosis, reference vessel diameter of 6mm, a length of 110mm, and was classified as a tasc ii b lesion. The target lesion was treated with direct placement of a 7 x 119 x 75 innova stent. Following post-dilatation, the residual stenosis was 0%. The following day, the patient was discharged on antiplatelet therapy. In (B)(6) 2016, a stent fracture of the previously placed innova stent in the left distal sfa including ppa was noted. The site has confirmed that this grade 1 stent fracture was identified in the x-ray reports of 3 year follow up. However, there was no stenosis reported as a result of this event.